Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited a blinking screen. The issue was found during preparation for use for a diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.